Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture.

Event description:
Patient reported unknown side capsular contracture grade unknown. Device has been explanted. Healthcare professional later reported left rupture. Hcp later reported 'folding and firmness'.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: broken observed on posterior side assessed as fold flaw opening. ¿ crease/folding of implant: creases were observed. Additional observations: ¿ stress marks observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted.

Event description:
Patient reported capsular contracture. Baker grade and affected side unknown. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation:  capsular contracture (baker grade unknown).